Event description:
A caller reported a malfunction on the pump, which was indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump by providing reset instructions, and the malfunction code did not recur after that. The caller was advised to continue using the pump and to call back if the issue recurs.